Event description:
It was reported that stent damage occurred. The target lesion being treated was left anterior descending (lad) artery. A 3.50mmx38mm promus element long stent delivery system was advanced to the lesion. When the device exited the guide catheter, the stent was noted to be deformed. The physician withdrew the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination of the returned device found the device was returned to the complaint investigation site with the stent detached from the stent delivery system (sds). It was found that the stent was severely stretched and damaged so that the stent measured 85 mm in length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination of the device identified a break in the hypotube shaft at 185 mm from the catheter strain relief. In addition, the hypotube was kinked along its entire length. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion being treated was left anterior descending (lad) artery. A 3.50mmx38mm promus element ¿ long stent delivery system was advanced to the lesion. When the device exited the guide catheter, the stent was noted to be deformed. The physician withdrew the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at the tine of event: 18 years or older. Device is a combination product. (B)(4).